Manufacturer narrative:
The technician replaced the coil solenoid to resolve the issue.

Event description:
Info rec'd indicates the head section would not lower preventing the bed from going into CPR position.